Event description:
It was reported that during a intervention procedure, a balloon rupture occurred. The chronic total occlusion (cto) lesion was located in the superficial femoral artery (sfa). The balloon of the offroad re-entry device was inflated and the lancet was inserted, prior to reaching the distal tip of the balloon it was noted that the balloon was ruptured. The procedure was completed with a different device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).